Event description:
Related manufacturer report number: 1627487-2019-03475.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3169, pns lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-03475. It was reported that the left supra-orbital lead was originally placed too low and the patient experienced inadequate coverage. As a result, surgical intervention took place on (B)(6) 2019 during which the lead was moved up and the issue was resolved. It is unknown which supra-orbital lead is liable for the issue. Hence, both leads are made reportable.